Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a cosmetic damage and o ring was broken. The customer¿s blood glucose was 128 mg/dl at the time of call. Troubleshooting was done for cosmetic damage. Customer reported they smells insulin inside the insulin pump reservoir compartment, whenever she changes her reservoir. Customer stated there was fluid in the reservoir compartment. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Device received with cracked reservoir tube lip. Cracked case display window corner, cracked reservoir tube window and cracked case display window corner. No moisture damage on the lcd board, mother board, interface board, motor, vibrator motor and battery tube assembly during visual inspection.